Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint is confirmed. Visual examination of the returned product found that it exhibits signs of repeated use (nicked or gouged) . Also, both hex features on screws show extreme wear and one has fractured. Analysis determined the fracture occurred in the first thread of the screw. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. The lot was manufactured and has a potential field age of 5 years. It is unknown how many times the device had been used. The instrument use, care, and sterilization manual instructs that end of life is normally determined by wear and damage due to use. Breakage can occur when the instrument is subjected to high loads and/or impacts. Based on the information available, wear and tear is considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that one of the screws that holds the black impactor pad in place has fractured inside the impactor handle. Attempts have been made, and no further information has been provided.